Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an bowel prolapse procedure on an unknown date and the mesh was implanted. It was reported that the mesh eroded into rectum, was infected and caused abscess, leading to extreme pain, bowel problems, shaking, fever, sleep problems. It was also reported that 80 percent was removed surgically 20 percent still in rectum.